Event description:
The previously reported information received on 2013-(B)(6) regarding the patient¿s status/symptoms including limited relief, headaches and drainage post replacement pertain to a different event.

Event description:
Additional information later received reported the patient was seen for follow up (B)(6) 2013 following intrathecal pump and replacement of her catheter. The patient recently saw the plastic surgeon who stated that her abdominal incision was healing well. At that point, however, the patient did not feel that there has been any effective therapy. The patient was currently on a regime of hydromorphone at 3.0002 mg/day and bupivacaine 0.991 mg/day. On the day of the visit the hcp increased the intrathecal infusion by 15% to 3.455 mg/day hydromorphone and 1.140 mg/day of bupivacaine. Per the hcp the lumbar spine incision was healing well. The patient was seen again for follow up (B)(6) 2013 and per the hcp the midline lumbar incision was clean, dry and intact without signs of drainage or pus. The bandage over the incision was clean/day. The patient did complain of clear fluid drainage from lumbar incision x¿s 2 weeks. Drainage occured when patient was active/walking. The abdominal rlq incision over the pump was also clean and dry. The patient also complained of constant headache located in temples, no fevers. On (B)(6) the patient was seen and reported limited relief with the intrathecal therapy system. The patient did complain she had drainage from the back incision. On multiple visual inspections there were no signs of drainage. On the day of the office visit there was a slight redness just to the left of the incision. However the incision was completely intact. With the complaints the hcp had the patient undergo plain x-rays. The intrathecal catheter system was completely intact with the catheter tip at the superior endplate of t10. All connections were visible and intact. The hcp increased the patient¿s treatment by 29% hydromorphone at 4.458 mg/day and bupivacaine at 1.174 mg/day. Per the hcp the patient required considerable redirection in her thinking since the previous catheter was not intrathecal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported, the pump and catheter were replaced on (B)(6) because, ¿they screwed it up.¿ instead of the catheter going into the patient¿s intrathecal space of her spine, it was wrapped around her spine and the medication was going into the fatty/muscle tissue so the patient was not getting any benefits from the pump. The pump was being used to deliver hydromorphone and bupivacaine. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8731sc lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).